Event description:
IV catheter inserted successfully on first attempt, but would not connect to luer lock. Upon inspection the hub of the catheter appears to have a manufacturing defect.

Event description:
IV catheter inserted successfully on first attempt, but would not connect to luer lock. Upon inspection the hub of the catheter appears to have a manufacturing defect.